Event description:
Patient reported that their pump was leaking, bag was soaked through. Healthcare professional stated that they shut off the device, disconnected the pump from the tubing. No patient harmed. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.